Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended, resulting in low blood glucose levels between 50-90s mg/dl. Low bgs were addressed by consuming carbohydrates. Reportedly, the issue would occur only around infusion set changes, however, tandem technical support was unable to troubleshoot as issues had occurred prior to contact with customer. Reportedly, customer continued to use the pump for insulin therapy.